Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B) (6) 2010, inratio: 4.8, lab: 3.8. Date: (B) (6) 2010, inratio: 3.2, lab: 2.9. Lab draws were taken immediately following inratio tests.

Manufacturer narrative:
Data analysis was performed on inr results provided by the customer. Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: (B) (6) 2010, inratio: 4.8, reference: 3.8, mean: 4.30, confidence limits: 2.4-6.1. Date:(B) (6) 2010, inratio: 3.2, reference: 2.9, mean: 3.05, confidence limits: 1.8-4.2. Test 1 is performed less than 4 hours lapse between two readings. Three hours is considered a reasonable length of time between two readings in order for comparison to be valid. The mean of the inratio meter and comparative system inr were calculated. Both inratio and reference values are within confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. Inr reported have met the criteria for accuracy. No further investigation will be pursued. Conclusion: data analysis revealed inrs from initial & f/u tests reported by end user met accuracy criteria. The results are not considered discrepant within the context of the documented variability for inr testing. This issue will be subject to tracking and trending; corrective action not required at this time.